Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection of sets, one (1) bolt cutter cutting edge was chipped, two (2) depth gauge outer sleeve falls off due to missing bearing, one (1) depth gauge has a broken tip, one (1) guide sleeve has a broken/bent tip, one (1) cannulated stardrive twisted tip, two (2) screwdrivers has a broken tip. One (1) driving cap has a broken tip, one (1) extraction instrument was stripped insertion threads, one (1) handle with quick coupling has a broken handle, one (1) handle sleeve with unknown allegation: one (1) torque limiter and one (1) tension holder driver won't lock, and one (1) drill sleeve has an unknown allegation. There was no patient involvement. This complaint involves fifteen (15) devices. This report is for (1) . Depth gauge for 2.0mm and 2.4mm screws. This is report 2 of 8 (B)(4) related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number:319.006, synthes lot number: 6844631, supplier lot number: n/a, release to warehouse date: 30dec2011, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part#: 319.006, lot#: 6844631) was received at us customer quality (cq). Upon visual inspection, it was observed that the needle component of the device had broken off where it connects to the body of the device. Additionally, the ball component from the distal tip of the body was missing. The protection sleeve component was missing from the device also. No missing or broken parts were received at us cq. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage and device geometry. Document / specification review: the current and manufactured drawing(s) were reviewed: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed for the depth gauge for 2.0mm and 2.4mm screws (part#: 319.006, lot#: 6844631) as the needle component had broken off of the center shaft of the device. Additionally, the ball component from the distal tip of the body and the protection sleeve component were missing from the device. While no definitive root cause could be determined, it is possible unintended forces were applied to the device and/or the protection sleeve was lost during sterilization of the instrument. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and / or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.